Event description:
Physician stated that three catheters were used during the same procedure. The catheters were reported to be product ID #110-4b although this product was never sold to the reporting facility. This user facility has ordered product ID #1104hm in the past and may have received the 110-4b from another hospital. Two catheters resulted in reading abnormality high icp on insertion. The catheters were zeroed prior to use. The third catheter was successfully implanted in the same burr hole. The first two catheters were discarded after being explanted. The physician stated that technique may have contributed to the occurrences as he had not placed a catheter in a while. He stated that he may have tightened the bolt too much. The integra neurospecialist met with the physician to review technique on august 14, 2006. This medical device report is linked with medical device report #2023988-2006-00038.

Manufacturer narrative:
An investigation has been initiated based on the reported information.